Event description:
It was reported that an ilet user experienced elevated glucose levels and post-meal spikes despite meal announcements, with questions regarding optimal meal bolus timing and perceived insufficient correction; the pump was described as ¿running high,¿ and education and troubleshooting on meal bolusing were completed with subsequent correction back into range. Symptoms included hyperglycemia. Outcomes included insufficient information regarding broader impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and no device component implicated, with insufficient information available to establish a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.